Event description:
It was reported that a patient experienced issues with a damaged charging port, making the pump hard to charge. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting assistance.